Event description:
The plaintiff's attorney alleged that the pt experienced cardiac arrest, as well as all injuries associated therewith, and subsequently expired these allegations are alleged to have been caused by the pt's exposure to the product administered during dialysis treatment.

Manufacturer narrative:
This is one of two device reports related to the same event. A follow-up report will be submitted upon receipt of additional info.